Manufacturer narrative:
Updated sections: a2, a3a, h2, h11. Additional information: intuitive surgical inc. (Isi) received FDA voluntary medwatch report (MDR) with MDR report #mw5182644 stating: "while using the sureform 60 stapler, the robot shook and the arms turned yellow. The robot prompted to unclamp the staple and fired again. The staple had however already fired so the surgeon unclamped and kept that staple, but the staple line was bleeding more than normal. Surgicel was used on the staple line and the surgeon confirmed that the staple line was going to hold and didn't need an additional staple."

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in field h10.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h6, h11. Additional information: the specific tissue or vessel being stapled at the time of the complication remains unidentified. There was a minimal amount of unexpected bleeding; however, an estimated volume was not provided. Hemostasis was achieved by applying surgicel to the staple line, and no blood transfusion was required. It is believed that a sureform 60 blue reload was involved in the firing incident, though this cannot be absolutely confirmed. The surgeon did not fire over an existing staple line or encounter obstructions (such as clips, staples, or other hard materials) between the instrument jaws. According to the surgeon, the patient side cart (psc) shook while firing the sureform 60 stapler, resulting in a misfire. While unplanned tissue damage was observed, the staple line did not show any holes or gaps following the misfire. According to the nurse, postoperatively, the patient experienced pain, and subsequent bleeding was identified, necessitating a reoperation. It could not be confirmed whether the patient experienced any breathing difficulties. A robotic diagnostic laparoscopy was performed, which confirmed the presence of bleeding; however, the source of the bleeding could not be identified. The outcome of the procedure, the measures taken to address the bleeding, and the patient's current status remain unknown. Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument to perform failure analysis. However, as of the date of this report, the evaluation has not been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Additional information: intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument for failure analysis evaluation. A visual inspection revealed no damage. The stapler instrument was tested on an in-house system and demonstrated successful clamping, unclamping, and firing with a sureform 60 green reload. The cutline was smooth and consistent, with no jagged edges or tearing. All staples were properly deployed and formed into the correct b-shape. The stapler instrument moved intuitively with full range of motion in all directions. A review of the logs were unable to verify any failures. The stapler instrument was fully functional, and no product issues were found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument was installed on the system six times and fired six sureform 60 reloads (1 green, followed by 5 blue). On each install, the first clamp was successful, and the firings were completed with no pauses for compression. During the final unclamp, a supervisor timeout fault occurred, represented by an error code n the logs. The fault was recovered and the stapler instrument resumed unclamping until completion. There were no additional errors pertaining to the use of this stapler instrument in the logs. Note: refer to medwatch report (MDR) with MFR report #2955842-2025-49661 for MDR submission of the adverse event/malfunction related to an incomplete staple line with use of a sureform 60 blue reload.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, an error occurred while firing a sureform 60 stapler, resulting in an incomplete staple line. It is unclear whether the reported issue affected the entire staple line or a specific stapler reload, as both sureform 60 green and blue reloads were used. The system displayed an error message instructing the user to unclamp and re-clamp the stapler; however, the staples had already been deployed. Upon inspection, the staples were present, but the staple line was not properly formed. The specific medical or surgical interventions required to address this issue are unknown. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted. Upon review of the system logs, the error code was confirmed. Later, an isi clinical territory associate (cta) followed up and informed the tse that the patient had been brought back to the operating room due to pain and bleeding. While the exact cause remains unconfirmed, the surgeon suspected the issue was related to the staple line. The patient remains hospitalized and, at last report, was experiencing unspecified breathing difficulties. Isi has attempted to gather additional information regarding the reported event; however, no response has been received.